Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 16 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if the damaged acoustic lens was caused by load, handling, or other issues. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus for a repair request for poor quality imaging from a ultrasonic gastrovideoscope. During preliminary evaluation and inspection, a deep cut reaching the glue layer of the acoustic lens was found. This MDR is being submitted due to the cut found. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has not been confirmed. The reported cut, however, was confirmed. In addition, the charge coupled device cable was determined to need replacement due to insufficient length. A deformed forceps elevator knob, cut switch 1, detached rubber adhesive, dented connecting tube, worn bending tube, and worn angle wires were also found. Corrosion was also found throughout the device. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.